Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a2-3: update. B3, 5, 6, 7: updated information. Investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H3, h6: updated for investigation of provided x-ray images (actual device was not returned). Updated event description: it was reported that on (B)(6) 2018, a mutt manchester terrier mix dog underwent a surgery and was implanted with an unknown six (6) hole dynamic compression plate, six (5) unknown screws, a 2.7 transcondylar screw and an unknown cable. In (B)(6) 2018, the dog was running in the backyard, started to limp and appeared in pain. The dog was taken to the vet and a new left elbow fracture was identified. The fracture was fixed with plate and screws. Six (6) weeks after the procedure, the dog was brought to the clinic for follow-up check. The dog was not weight bearing and the x-ray result revealed a broken plate. In (B)(6) 2019, the dog rarely bore weight on the left front leg and the broken plate had not been removed. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the complaint device in complaint file attachment titled "(B)(4) x-rays received (B)(6) 2019" confirmed the condition of postoperative plate breakage, which agrees with the reported complaint condition. It appears that the plate broke just distal to the third most proximal plate hole. It appears that the break is transverse. A review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: a review of the design drawing(s) was unable to be performed since the part number was unknown. Investigation conclusion: a definitive assignable root cause for the plate breaking postoperatively could not be determined based on the provided information. It is possible that patient non-compliance was a contributing factor as patient is canine. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/17/2019: updated event description: it was reported that on (B)(6) 2018, a mutt manchester terrier mix dog underwent a surgery and was implanted with an unknown six (6) hole dynamic compression plate, six (5) unknown screws, a 2.7 transcondylar screw and an unknown cable. On (B)(6) 2012, the patient underwent an open reduction and stabilization of a bicondylar distal humeral fracture and was implanted with a 2.7mm transepicondylar screw and two (2) cross-pins. Postoperative radiographs revealed excellent alignment reduction and stability. However, due to the patient¿s skeletal immaturity and the soft nature of the bone, it was recommended that the patient would maintain a spica dressing. The dog had no issues with the pins. On (B)(6) 2012, the patient underwent gastrotomy and enterotomy to remove a large amount of carpet type linear foreign material. In (B)(6) 2018, the dog was running in the backyard, started to limp and appeared in pain. The dog was taken to the vet and a new left elbow fracture was identified. The fracture was fixed with plate and screws. On (B)(6) 2018, a mutt manchester terrier mix dog underwent a surgery and was implanted with an unknown six (6) hole dynamic compression plate, six (5) unknown screws, a 2.7 transcondylar screw and an unknown cable. A medial and lateral approach was made to the humeral condyles and distal humerus. The lateral approach was limited to the small area overlying the previously placed pin. The screw and cross pins from the previous surgery were removed. The medial pin was flushed to the bone surface. A burr was used to remove a small amount of bone adjacent to the pin to facilitate removal. The sites and implants were swabbed and submitted for anaerobic and aerobic cultures. A medial condylar fracture was confirmed. The condylar surfaces were observed for any gross evidence of incomplete ossification of the humeral condyles (iohc). No evidence of pathology was grossly evident. The fracture was reduced and stabilized. While maintaining manual reduction, a 1.6mm k-wire was used across the medial epicondylar crest. A 2.7mm transcondylar screw was placed into previously placed screw hole. This screw maintained reduction well. A 2.0 six (6) hole dynamic compression plate was placed across the medial epicondylar crest to augment the stability. The musculature was apposed with 3-0 monocryl in a simple continuous pattern. Subcutaneous layer was closed with 3-0 monocryl in a simple continuous pattern. The subcuticular layer was closed with 3-0 monocryl in a continuous horizontal mattress pattern. On (B)(6) 2018, the dog was brought to the clinic for follow-up check. The dog was not weight bearing on the left thoracic limb with intermittent toe touching. An x-ray result revealed a broken plate. The pet owner was given the option to fuse the elbow or amputate the leg but opted to obtain a second opinion and not to do either of the options given. In (B)(6) 2019, the dog rarely bore weight on the left front leg and the broken plate had not been removed. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity 5), unknown cable (part# unknown, lot# unknown, quantity 1), unknown 2.7 transcondylar screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Updated 07may2019 for investigation of provided x-ray images (actual device was not returned). Updated event description: it was reported that on (B)(6) 2018, a mutt manchester terrier mix dog underwent a surgery and was implanted with an unknown six (6) hole dynamic compression plate, six (5) unknown screws, a 2.7 transcondylar screw and an unknown cable. In (B)(6) 2018, the dog was running in the backyard, started to limp and appeared in pain. The dog was taken to the vet and a new left elbow fracture was identified. The fracture was fixed with plate and screws. Six (6) weeks after the procedure, the dog was brought to the clinic for follow-up check. The dog was not weight bearing and the x-ray result revealed a broken plate. In (B)(6) 2019, the dog rarely bore weight on the left front leg and the broken plate had not been removed. Visual inspection: actual device was not returned. Visual inspection performed at customer quality (cq) of the complaint device confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. It appears that the plate broke just distal to the third most proximal plate hole. It appears that the break is transverse. A review of the device history records was unable to be performed since the lot number was unknown. Document/specification review: a review of the design drawing(s) was unable to be performed since the part number was unknown. Investigation conclusion: a definitive assignable root cause for the plate breaking postoperatively could not be determined based on the provided information. It is possible that patient non-compliance was a contributing factor as patient is canine. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B7: medical history/preexisting condition provided for reporting. H11: e3 - correct initial reporter provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for one (1) unknown 2.0 mm 6 - hole dynamic compression plate/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510 - k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is pet owner. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(Veterinary complaint): it was reported that about 7 years ago the mutt manchester terrier mix dog had an elbow injury that required 2 pins (unknown manufacturer). The dog had no issues with the pins. In (B)(6) 2018 on an unknown date, the dog was running in the backyard, started to limp and appeared in pain. Dog was taken to the vet and a new left elbow fracture was identified. It was decided to remove the pins and fix the fracture with a plate and screws. On (B)(6) 2018, the dog underwent a surgery and was implanted with an unknown 2.0 mm 6 - hole dynamic compression plate, five (5) unknown screws, a 2.7 transcondylar screw and an unknown cable. Six (6) weeks after the procedure, the dog was brought to the clinic for follow-up check. The dog was not weight bearing and the x-ray result revealed a broken plate. The pet owner was given the option to fuse the elbow or amputate the leg, but opted to obtain a second opinion and not to do either of the options given. In (B)(6) 2019, the dog rarely bare weight on the left front leg and the broken plate had not been removed yet. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity 5), 1.6 mm k-wire (part# unknown, lot# unknown, quantity 1), unknown 2.7 transcondylar screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) unknown 2.0 mm 6 - hole dynamic compression plate. This report is for 1 of 1 complaint (B)(4).